Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, the physician placed the velocity within the red68. While attempting to advance and retract the velocity, the physician noticed that the velocity was not responding and decided to remove the velocity. Upon removal, the physician noticed that the proximal length of the velocity was fractured and that the distal length of the velocity remained within the red68. Therefore, the red68 containing the fractured segment of the velocity was removed from the patient and the fractured segment of the velocity was flushed out of the red68. The procedure was completed using a non-penumbra microcatheter and the same red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.